Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of position sensor of the turret. Based on the information that the device was manufactured over 10 years ago, the defect may have been caused by long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc. But olympus inspected the device at the service department of olympus (B)(4) limited and found followings; color abnormalities in the endoscopic image were confirmed due to malfunction of the filter turret. The reported event was reproduced. An abnormality was confirmed in the scope connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the front panel of the device flashed during preparation for use. The customer replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.